Event description:
It was reported that the superior vena cava (svc) coil impedance was high, the right ventricular (rv) coil impedance had doubled, and the lead was fractured. The rv lead remains in use and a revision is scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.